Manufacturer narrative:
A device history record revealed no indication that the device, labeling and packaging failed to meet its specifications when released. The subject device was not available for functional and physical testing, and a review of available information was not able to determine a definitive cause for the reported event. Therefore, a cause undeterminable was assigned to the complaint.

Event description:
It was reported that during an iliac artery embolization procedure, resistance was encountered when the guidewire (subject device) was advanced through the shaft of the microcatheter. The physician attempted to remove the guidewire and upon retraction outside the patient, the guidewire proximal section had fractured. The procedure was completed successfully with no consequences to the patient.

Manufacturer narrative:
The subject device was disposed of at the hospital

Event description:
It was reported that during an iliac artery embolization procedure, resistance was encountered when the guidewire (subject device) was advanced through the shaft of the microcatheter. The physician attempted to remove the guidewire and upon retraction outside the patient, the guidewire proximal section had fractured. The procedure was completed successfully with no consequences to the patient.